Event description:
Customer reported he was hospitalized for high blood glucose. Customer states he was vomiting prior to hospitalization. He also reported the pump was alarming off no power. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.